Event description:
Additional information received indicated that the device was explanted due to normal elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and the remaining longevity remaining was lower than expected. Technical support was contacted, and they confirmed the battery depletion was normal, however there was a diagnostic anomaly noted which misinterpreted the remaining longevity in the previous follow-up. The device will be explanted and replaced due to normal elective replacement indicator (eri) to resolve the event. The patient was stable with no consequences.